Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿biological deposits¿.the lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had no urine output for few hours, so the user flushed the foley catheter and the device was stopped working. When the user tried to restart, the device received an alarm the temperature was erratic. Mss explained that the foley catheter need to be flushed and the temperature source for the arctic sun device should be stopped until the temperature gets stabilized again. The device was connected to a rectal probe and the therapy was resumed. The nurse checked the settings, rewarm rate from 36.0c, at the rate of 0.25c/hr, the target temperature was 37.0c. The patient was on target.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter had no urine output for few hours, so the user flushed the foley catheter and the device was stopped working. When the user tried to restart, the device received an alarm the temperature was erratic. Mss explained that the foley catheter need to be flushed and the temperature source for the arctic sun device should be stopped until the temperature gets stabilized again. The device was connected to a rectal probe and the therapy was resumed. The nurse checked the settings, rewarm rate from 36.0c, at the rate of 0.25c/hr, the target temperature was 37.0c. The patient was on target.